Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a review of the receiving inspection (ri) for poly screw driver reten sleeve was conducted identifying that lot number pc4956072 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 03 dec 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: poly screwdriver reten sleeve (part# 202000401, lot# pc4956072, qty# (B)(4)) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the sleeve looks good without any physical damage. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint cannot be confirmed. Device failure/defect identified? No. Dimensional inspection: dimensional inspection of the received device was not performed at cq as no physical damage was evident. Document/specification review: the following document(s) was reviewed: poly screwdriver retention sleeve assembly: no design issues or discrepancies were found during this investigation. Complaint confirmed? No. Investigation conclusion: the complaint cannot be confirmed for poly screwdriver reten sleeve (part# 202000401, lot# pc4956072) as no damage was observed with the returned device. A definitive root cause could not be identified for the reported problem. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the product symphony poly axial sleeve and x20 driver shaft seem to be bent, shaft will not slide into sleeve as expected. There is no patient involvement. Procedure outcome is unknown. This complaint involves two (2) devices.